Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy, putrid looking peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic presented with stenotrophomonas maltophilia in the culture and a wbc count of 28,773/mm3 with 86% polymorphonuclear cells. The patient was diagnosed with peritonitis due to a break asepsis during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol (dosages and frequencies not reported) to address the infection. The patient continued ccpd therapy and required an additional two months of antibiotics beyond the initial prescription. It was explained that the patient did not seem to fully recover from this event as it was determined he was noncompliant with his antibiotic regimen. In (B)(6) 2025 (exact date unknown), the patient¿s pd catheter was removed in an outpatient procedure as the patient was transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient eventually recovered from his symptoms as he continued hd therapy following this event. It was determined that it is a risk for the patient to return to pd and there is no plan for him to return to the home care clinic.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and cloudy effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to a break in aseptic technique during ccpd therapy as reported by a medical professional. Nonadherence to asepsis through touch contamination during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that colonizes in susceptible immunocompromised patients such as the esrd population. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided, the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed unconfirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced peritonitis. There was no specific allegation that this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2025 with abdominal pain and cloudy, putrid looking peritoneal effluent fluid. Peritoneal effluent fluid cultures, and a white blood cell (wbc) count obtained in the outpatient clinic presented with stenotrophomonas maltophilia in the culture and a wbc count of 28,773/mm3 with 86% polymorphonuclear cells. The patient was diagnosed with peritonitis due to a break asepsis during ccpd therapy on the liberty select cycler at home. The patient was not hospitalized for this event and prescribed intraperitoneal (ip) vancomycin and ip ceftazidime per clinic protocol (dosages and frequencies not reported) to address the infection. The patient continued ccpd therapy and required an additional two months of antibiotics beyond the initial prescription. It was explained that the patient did not seem to fully recover from this event as it was determined he was noncompliant with his antibiotic regimen. In (B)(6) 2025 (exact date unknown), the patient¿s pd catheter was removed in an outpatient procedure as the patient was transitioned to hemodialysis (hd) for renal replacement therapy on an in-center basis. It was confirmed that the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient eventually recovered from his symptoms as he continued hd therapy following this event. It was determined that it is a risk for the patient to return to pd and there is no plan for him to return to the home care clinic.